Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarms which were not reproduced. Air in line alarms were verified through a review of the event history log and found to be caused by ultrasonic sensor fluid readings out of specification and cracked ultrasonic sensor tail pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.